Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that ¿my device has been turned off¿ because they had a fall and the device ¿disconnected inside of me¿. The issue occurred in the winter of 2018, either (B)(6) (2018). The patient noted that the device worked well for them before the fall. They stated that they wanted to get the device explanted so they could have an MRI of their back and ankle. There were no further complications reported or anticipated.